Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump exchange due to thrombus.

Manufacturer narrative:
Approximate age of device: 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the user facility number was not provided. The intermacs identifier is (B)(4). It was initially reported that the device was not returning for evaluation. The device was subsequently received. Device evaluation: the report of suspected thrombus was confirmed based on the evaluation of (B)(4). Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing cup and ball. The thrombus ring appeared to have developed in laminated layers, which indicates that it was present while the pump was operating. Examination of the outlet stator revealed a non-laminated deposition situated in between outlet bearing ball and the stator blades. The lack of laminated layering indicates that the depositions did not develop in the outlet stator. Although their origins and a duration of time for which they were present in the outlet stator cannot be conclusively determined, the deposition did not appear denatured and the lack of contact marks on the outlet bearing cup suggests that the deposition was not present in the outlet stator while the pump was operating. The deposition appeared similar to the thrombus rings found on the inlet bearing ball and cup, and likely originated from there. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: suspected pump thrombus due to elevated ldh of 1205.